Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned promus stent delivery system (sds) noted blood on the stent implant and on the balloon. There was contrast in the inflation lumen. The stent implant was stationary on the balloon between the markers of the tightly folded balloon with no damage noted to the stent implant. This is all consistent with preparation and insertion of the device into the patient anatomy. Difficulty inflating the sds can be affected by, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique when using the device, kinks, accessory device support, and/or contamination in the inflation lumen and inner diameter of the shaft. The outer member was noted to be stretched and collapsed 10.5 cm distal to the strain relief tubing for a length of 1.1 cm. The outer member was bunched at the distal and proximal ends of the collapsed section. There was no other damage noted to the sds. An indeflator, filled with gastrografin diluted 1:1 with water, was used in an attempt to inflate the balloon but the balloon would not inflate which confirms the reported inflation issue. After an attempt to unbunch the outer member during the analysis, the balloon was inflated to 16 atmospheres with no damage noted to the balloon and the stent implant was fully deployed. The damage to the outer member appears to be the result of stretching due to handling. Stretching of this nature can contribute to inflation issues as the outer member is the inflation port and stretching of the lumen would lower the inner diameter thus contributing to the inflation issue. It is possible that handling of the sds during the preparation may have contributed to the noted stretching and subsequently resulted in the reported inflation issue. A review of the lot history record indicated no non conforming material reports for the lot and a search of the complaint database indicate no related incidents. In summary, based on this investigation, there is no indication of a product quality deficiency. To help ensure that the reported difficulties are not due to manufacturing, all products are inspected for damage and leak tested and a sampling of units is destructively tested for proper balloon inflation.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the otw promus stent delivery system (sds) was prepped properly prior to advancing to the lesion in a non-calcified and moderately tortuous obtuse marginal artery with no issues. During inflation, the promus balloon did not expand and the sds was therefore replaced with another promus to complete the procedure. No adverse patient effects were reported. No additional information was provided.